Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported power issue. During evaluation, stryker observed that the device failed to deliver defibrillation energy when shocking. Stryker determined that the cause of the observed issue was due the white energy capacitor wire being disconnected from pcb-mounted jack connector, designator j18. The device was archived by stryker and the customer received a replacement device.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.